Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation; the shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. The unit¿s 6-inch transitional member was replaced due to worn teeth. Button head screw was replaced with current revision. The shock cushion ¼ inch pin, and adjustment wrench were replaced from being worn. General maintenance performed. Root cause: complaint confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the handle, impeding the handle from closing and holding properly. Unit required replacement of worn components due to routine use and wear. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number (B)(4): it was reported that the mayfield ultra base unit (a2101) was not securely holding patient and the swivel was broken. Based on information received, it appears this was observed when patient was on the bed prior to being pinned for a craniotomy procedur3e. The device was switched out. No injury or surgical delay has been reported.